Event description:
(B)(6) was a recipient of depuy hip replacement (B)(6) 2009. He just had a revision and was told to contact you regarding this matter. Doi: (B)(6) 2009; dor: unknown; unknown affected hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of the records, patient was revised due to metallosis, elevated chrome and cobalt levels, and significant left hip pain. There was black corrosive substance at the inferior edge of the trunnion and a little bit on the trunnion. The fluid had been somewhat cloudy but this can happen with metal oasis. It was felt that the patient likely had metal oasis given his clinical picture. There was some osteolysis. Again , there was copious irrigation, some cancellous bone chips were then morselized and placed into the area of osteolysis trial cup had some pinch when impacted. Doi:(B)(6) 2009 dor: (B)(6) 2023 affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: a2 (age, dob), a6, b3, b5, b7, d4 (lot, catalog, expiry date, UDI), d6a, d6b, h4, h6 health effect - clinical code corrected: a1, d1, d2a, d10 (concomitant).